Event description:
During use, the catheter is soft, the air vent plug cannot be removed, and the flow control valve is extremely tight and cannot be pushed. Ten defective units exist, and defective products cannot be returned. No photographs are available. A claim is required; no complaint response letter or complaint receipt letter is needed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.